Manufacturer narrative:
(B)(4).

Event description:
The customer initially called to indicate that, after monthly maintenance on (B)(6) 2016, the ise sipper probe was slightly bent and wearing on one side. The customer discovered that the cap was broken, so she replaced the probe and adjusted it. After the adjustment, she received sipper alarms. The customer then mentioned that approximately 30 patient ise results from (B)(6) 2016 had to be corrected due to receiving a complaint from a physician that the sodium results were too low. All 30 samples were run early in the morning and repeated by noon with corrected reports sent out soon afterwards. The customer provided erroneous results for 1 patient sample tested for ise indirect na and k for gen.2. The erroneous results were reported outside of the laboratory. No other patient results were provided. The initial na result was 122 mmol/l and the initial k result was 3.75 mmol/l. The repeat na result was 132 mmol/l and the repeat k result was 4.25 mmol/l. The customer indicated that on (B)(6) 2016 calibration values were unusual but quality control values were acceptable. The customer stated that they had calibration issues on (B)(6) 2016 but, after repeating, the results were acceptable. The customer has had no issues with patient results since (B)(6) 2016. The customer was not aware of any adverse events. No adverse events were reported. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and found that when the customer replaced the probe, it was misaligned and damaged. The damaged part was replaced. The customer ran quality controls, ise checks and a 21 sample precision test. All results were within specification.

Manufacturer narrative:
The customer provided actual results for 5 patient samples from the 30 patient samples on (B)(6) 2016 she initially complained about. Based on the data provided, the na or k results for 3 of these patient samples were erroneous and reported outside of the laboratory. It was noted that the initial results were performed before calibration and the repeat results were performed after calibration. Patient sample (B)(6) initial k result was 3.88 mmol/l. The repeat result was 4.34 mmol/l. Patient sample (B)(6) initial na result was 132 mmol/l with a data flag. The repeat result was 139 mmol/l. The initial k result was 4.45 mmol/l. The repeat result was 4.97 mmol/l. Patient sample (B)(6) initial na result was 134 mmol/l with a data flag. The repeat result was 141 mmol/l. The initial k result was 3.89 mmol/l. The repeat result was 4.60 mmol/l. The customer mentioned that the fse was onsite again the week of 01/02/2017 for sipper nozzle up/down alarms on the instrument. The sipper probe spring had been installed incorrectly. Based on the information provided for investigation, all the initial results complained about occurred on (B)(6) 2016 before the calibration performed between 12:02 p.m. And 12:06 p.m. The only calibration monitor provided was for the second set of reagents at 9:40 a.m. On (B)(6) 2016. The calibration monitor for the first set of reagents was not provided by the customer. It is not known which calibration data the results the customer complained about were based on. A specific root cause could not be identified. Additional information was requested for investigation but was not provided.